Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 8/25/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? --during passage through tissue - were there patient consequences? If yes, please explain. --please refer to the event description, other information requested is unknown. - it was reported that the event date is april 09, 2025, and the alert date is july 29, 2025. Could you please provide a justification for this variance in the timing of the report related to this file? --loc just received the complaint from hospital in july 2025. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. The suture used by the doctor to suture the uterus broke during the operation. As it could no longer be used, a new product of the same model was immediately replaced and no similar situation occurred. There were no patient consequences reported. Additional information was requested.